Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range impedance value. It was also noted that there was a signal artifact monitor (sam) episode as a result of minute ventilation (mv) signals on the lead. Additionally, the lead exhibited noisy signals that resulted in an inappropriate atrial tachy response (atr). The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will be seen to further investigate the issue.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range impedance value. It was also noted that there was a signal artifact monitor (sam) episode as a result of minute ventilation (mv) signals on the lead. Additionally, the lead exhibited noisy signals that resulted in an inappropriate atrial tachy response (atr). The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range impedance value. It was also noted that there was a signal artifact monitor (sam) episode as a result of minute ventilation (mv) signals on the lead. Additionally, the lead exhibited noisy signals that resulted in an inappropriate atrial tachy response (atr). The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient was seen to further investigate the issue.